Manufacturer narrative:
(B)(4). Batch # p93708. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a total laparoscopic gastrectomy, an unknown error occurred. The generator was restarted several times but the same error occurred. It was found that the blade tip was broken off. The surgeon insisted that when the device was removed to outside the patient, the blade tip had been there. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p93708. Investigation summary: the device was returned with the blade damaged with the tip off. The blade tip was not found in the package. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.